Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a combined initial and final report.

Event description:
Leaking dacapo powerpack was found by user. The powerpack has not been used but was stored for a long period of time. It was initially reported that the user came into contact with the electrolyte. This was confirmed to be false. No damage to health or injury to the user is reported. The device will not be returned due to iata regulations.